Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that vascular dissection is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
A diamondback 360 peripheral orbital atherectomy device (oad) was used to treat a 99% stenosed, 5.5mm-diameter, 150mm-long lesion in the right proximal and mid superficial femoral artery (sfa) via left femoral access. Seven low-speed, eight medium-speed, and six high-speed treatments were performed. Percutaneous old balloon angioplasty (poba), drug-coated balloon (dcb) treatment and adjunctive ballooning followed. No complications were observed following the atherectomy, poba, dcb treatment and adjunctive ballooning. Core lab angiographic imaging observed a type-c dissection in the treated lesion post dcb. The clinical event committee reviewed the images and concluded that the oad was possibly related to the dissection. No further information is available.